Event description:
The hospital reported that before the endoscopic vein harvesting procedure, the hemopro device passed the pretest. When device was used in the leg, the hemopro device continued to activate when the activation switch was in the off position. A second hemopro device was opened and connected with the same result. Power setting at 3.0 per IFU recommendation. Another replacement device was used to complete the procedure. The hospital did not report any pt complications. This report is for the first device.

Manufacturer narrative:
Investigation results: the visual inspection showed that the cold jaw boot appeared to be burnt. Resistance testing was conducted and results were within specifications, which indicate that the micro switch functioned properly. A pre-cautery test was conducted using the reference power supply and extension cable. Results from testing showed that no electrical non-conformities were found on the device after several device activations. The device meets electrical product specifications. The reported complaint is not confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint. (B) (4).